Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that the paramedics were called to his home due to a low blood glucose reading of 35 mg/dl. The customer stated that he changed the infusion set the day before he called the paramedics. The customer stated that experienced high blood glucose levels after changing the infusion set. When the infusion set was removed, the customer noticed that the needle was still inside the cannula. The customer stated that his blood glucose levels went low due to over treating for high blood glucose levels. The customer declined troubleshooting. Nothing further was reported.